Manufacturer narrative:
Returned product was examined under magnification. No major damage can be seen to screw threads. Light scratching of the anodization can be seen on the locking threads, which is normal after being locked to a plate. Hex recess has been deformed in a consistent manner with hex driver slippage. It cannot be determined if the hex deformation was done during plate installation or removal. Additional mdrs associated with this event: 3025141-2018-00105: plate; 3025141-2018-00107: screw 2.

Event description:
During routine removal of an aculoc 2 plate and screws, the threads of one of the screws sheared off. The sheared portion of the screw was removed but there is a possibility that a remainder of that sheared screw remains implanted.